Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not start up and an alternate system was required to continue the case. There is no report of patient injury associated with this event.